Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. They were waiting for their flight when their blood glucose level kept going up. The customer¿s blood glucose level started at 230 mg/dl and got up to 489 mg/dl. They treated with the insulin pump. The customer stated they felt sick and their body had hurt. The customer stated they found that the infusion set¿s quick release had come off. They took a shot got back on the insulin pump and performed a bolus. The customer¿s current blood glucose level was 124 mg/dl. Troubleshooting on the insulin pump was not performed because the customer knew the cause of their high blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.